Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support agreed to replace the pump, and the customer was advised to use a backup insulin pump to ensure continued insulin delivery. The customer was instructed to put the malfunctioning pump into storage mode and provided with guidance for the return process. The replacement pump was sent with arrangements made to accommodate the customer's temporary location abroad.